Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor during rewind. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value was 304 mg/dl; treated with the old insulin pump. Nothing further reported.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the alarm. The pump also had a cracked reservoir tube lip.